Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the pads were damaged during opening/removal of packaging, causing a delay in therapy. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. Testing confirmed the electrode pads were assembled correctly and the apex pad was reapplied to the wrong side of the styrene post distribution. There is gel residue evidence that the apex pad was adhered to the coated side of the styrene packaging. Retained sample testing was performed and lot 0822d were found to be assembled according to specification with no discrepancies found. The electrode pads were scrapped. Analysis of reports of this type has not identified an increase in trend.